Event description:
Healthcare professional reported ¿right breast prominent retroareolar ducts with homogeneous hyperintense content measures 3-3.7mm¿, ¿right implants with regular smooth contours, homogeneous content in the different sequences, shows no evidence of rupture or contracture¿, ¿axillary regions I observe hypertrophic adenopathies ¿, ¿right breast presents prominent ductus." The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy

Manufacturer narrative:
The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported "perimplant fluid, perimplant, grade iii contracture".

Event description:
Healthcare professional reported right side ¿axillary regions I observe hypertrophic adenopathies". Healthcare professional additionally reported "preimplant fluid, [baker] grade iii contracture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.